Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, and after successfully completing the bolus, they reloaded the original cartridge and resumed insulin therapy. The issue was resolved.